Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mis tlif (transforaminal lumbar interbody fusion) procedure, the bur broke mid-shaft. It was also reported that there was a slight delay to change out the bur. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. The quality investigation is complete.

Event description:
It was reported that during a mis tlif (transforaminal lumbar interbody fusion) procedure, the bur broke mid-shaft. It was also reported that there was a slight delay to change out the bur. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.